Manufacturer narrative:
The physician treated herself with keflex and also injected kenalog into the affected area. She performed an ipl treatment with little effect. She was able to emit clear drainage from the indurated cyst but did not culture the drainage. She referred to this as a biofilm. During follow-up, it was reported the induration has resolved; however, some slight discoloration remains. A review of the device history records indicates the reported lot #1022987 met all specifications prior to release. We regret the delay in the filing of this matter.

Event description:
Physician who is also the pt was injected with radiesse on (B)(6) 2011, and believes she was injected superficially and developed a biofilm. She later reported a firm indurated area one month post-injection. She immediately began a course of antibiotic keflex.